Event description:
Meter name: surestep. Strip name: surestep test strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. The nurse reported that two patients were treated based on meter results. Their meter allegedly was inaccurately low. The result on their meter was 5.2 mmol/l and 5.7 mmol/l. There were no result from any other sources. There was no comparison between hospital meter and any other device. Treatment was with glucose. The nurse "explained that 2 pts were given glucose because nurses thought pts are getting 52 and 57 as the reading". No further info has been reported.